Event description:
It was reported that this pacemaker reverted into safety mode. A replacement procedure was successfully performed where this pacemaker was explanted, and a new device was implanted instead. No additional adverse patient effects were reported. Outside the revision procedure.

Event description:
It was reported that this pacemaker reverted into safety mode. A replacement procedure was successfully performed where this pacemaker was explanted, and a new device was implanted instead. No additional adverse patient effects were reported. Outside the revision procedure.

Manufacturer narrative:
Follow up report 1 (correction): this report is being submitted to update the section a. Patient information as additional information was provided.

Manufacturer narrative:
Follow up report 1 (device evaluation): the returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker reverted into safety mode. A replacement procedure was successfully performed where this pacemaker was explanted, and a new device was implanted instead. No additional adverse patient effects were reported. Outside the revision procedure.